Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have not contacted their doctor about their device. The patient reported the cause of the difficulty recharging had been determined and it was most likely due to the equipment. The patient was sent new equipment and they are now able to successfully recharge their implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the patient connected to the implant, they received the por message. The patient mentioned that she received new external equipment two weeks ago but didn't have time to call for assistance in setting it up until now. The patient said that they just recharged the implant last night. Reviewed meaning of code and patient dismissed code. The patient then received a message that MRI mode was still activated. With instruction, the patient deactivated MRI mode and then connected to the implant. Documented event, no further action was taken by patient services. The patient mentioned that since receiving the rechargeable system, she has always had difficulty recharging the implant and doesn't know why. The patient said he just finished recharging the implant last night. Agent did not ask any further questions as patient didn't have time. Documented event, and no further action has been taken at this time.